Event description:
It was reported that the clinicians were getting erroneous readings, including data not available, hematocrit reading zero, and incorrect dates when hooked up to the system monitor. These issues occurred on more than one system monitor or power module. There was concern for issues with the data cable or driveline. Additional information was reported that it was determined to be patient related, not the system monitor. The clinicians reported that these issues resolved with disconnecting and reconnecting the driveline numerous times as well as moving it around. Log files were sent for review. Multiple low voltage alarms were found. Additional information was provided that on 21oct2023, the patient admitted to getting water in their shower bag. Although this did not match up with the issues occurring since (B)(6) 2023, it was recommended to replace any component that received water ingress. On (B)(6) 2023, the patient continued with the same issues and by moving the white data cable on the system controller, the problems were able to be replicated. The system controller was exchanged. Previous damage to the white power cable was noted that was repaired with rescue tape on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Related MFR: 2916596-2023-07757. Related MFR: 2916596-2023-07758.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress into the patient¿s shower bag could not be confirmed through this evaluation as no product was returned for evaluation and no photographs were provided. Although a specific cause for the reported event could not be conclusively determined through this evaluation, the account indicated that the shower bag was accidentally dropped into water. The patient remains ongoing on heartmate 3 lvas. No further issues have been reported at this time. The device history record was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use and heartmate 3 left ventricular assist system patient handbook are currently available. These documents state in the caring for wear and carry accessories sections that wear and carry accessories should be periodically inspected for damage or wear. If an accessory appears damaged or worn, do not use it. Call your hospital contact for a replacement. The instructions for use and patient handbook also provide instructions on using and assembling the shower bag. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Under section 1 of the patient handbook, ¿introduction¿, warns users ¿do not take showers unless approved by a doctor for showering. If approved for showering, the shower bag must be used for every shower. The shower bag protects outside parts of the system from water or moisture. If outside parts of the system get wet, the pump may stop.¿ under section 4 of the patient handbook, ¿living with the heartmate 3¿, details descriptions how to properly use the shower bag are outlined. Also caution user that ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive a serious electrical shock or the pump may stop.¿ no further information was provided. The manufacturer is closing the file on this event.